Manufacturer narrative:
A follow up on 03/10/2016 indicated that the customer blood glucose level was in the 600's (mg/dl) on (B)(6) 2016. Reportedly, the contact stated that the customer had an infection. Manual injections were administered and the site was changed. It was noted that the exact date of admittance into the hospital was unknown; however, the customer was released 3 days later.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked of from the cartridge and that sometimes it creates a white residue on the back of the pump. A new cartridge was successfully loaded. The clinical diabetes specialist stated that the customer was in the hospital for an elevated blood glucose level. The exact value was not provided. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.